Event description:
Description: this is in regards to clear care contact lens cleaner. For some reason, the ssa sent met to an eye doctor for my case. I was unaware that I was going to one, so was wearing my contacts. The nurse said I needed to take them out, and got a container and filled it with a solution (she did not really look, but it "looked" like normal solution) she grabbed hastily. I think it must have been that kind, because after many rinsings and soaks in normal saline, I cannot wear them without my eyes burning. I have not had these long, and paid for the colors, so I am pretty "pissed" about it. Where did the error occur: outpatient. Pt counseling provided: unk. (B)(4).